Event description:
A report was received via FDA's medical products reporting program that a pt experienced a fungal infection in the right eye while using renu with moistureloc multi-purpose solution and bausch & lomb contact lenses (type unk). The pt was dispensed a trial pair of the contact lenses and renu with moistureloc because she was awaiting shipment of her focus daily lenses. She subsequently developed a fungal infection in the right eye. The pt reported her condition was treated from 2005 until 2006. An eye culture was performed; however, the results were not provided. The pt reportedly was prescribed with cyclogyl, zymar, natamycin, and unspecified steroids "to reduce scar tissue and restore vision." The pt stated that she has lost some vision and has a superficial corneal scar in the right eye.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performances were effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.